Manufacturer narrative:
(B)(4): this customer reported that this defibrillator rebooted during use. There was no impact to the pt being monitored. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
This customer reported that this defibrillator rebooted during use. There was no impact to the pt being monitored.